Event description:
The customer reported to customer service that her transformer cracked at the bottom and popped open. The customer did report that no injuries were sustained.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up contact with the customer she reported that the transformer became overheated and cracked open exposing all the wires which is a safety risk. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Product samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrective info, a follow up report will be filed at that time.